Manufacturer narrative:
(B)(4). The return of the product has been requested. The post market quality assurance laboratory will analyze the device when it is returned. This report will be updated once additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing lead impedance measurements of greater than 2,000 ohms. There was a gradual increase in the pacing impedance measurements. No oversensing was noted during subsequent in clinic check. The device was reprogrammed to rv only pacing. Additional information received indicated that the patient was scheduled for a lead extraction as lead was suspected to be dislodged after the patient had fallen out of bed a few months prior. The system remains in service. No adverse patient effects were reported.

Event description:
--

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms continued to be observed. Additionally, no lv pacing was observed in any programmed configuration. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The lead was explanted and replaced. It was reported that the lead sustained damage during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received that the product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.